Event description:
Case description: this case was reported by a consumer and described the occurrence of throat tightness in a patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for product used for unknown indication. Concurrent medical conditions included sulfonamide allergy. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced throat tightness, tingling throat, choking sensation and drug side effect (serious criteria other: serious per reporter). The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the throat tightness, tingling throat, choking sensation and drug side effect were unknown. It was unknown if the reporter considered the throat tightness, tingling throat, choking sensation and drug side effect to be related to biotene moisturizing mouth spray (2013 formulation). Additional details: the consumer advised that absolutely should not be used by anyone with allergy to sulfa drugs as saccharine was a sulfonamide derivative. It can be downright deadly depending on how sensitive of a person. Consumer experienced tightness and tingling in throat and building choking feeling and the side effect slowly came on by the third spray of the day and the consumer was starting to have serious issues. Follow-up information was received from consumer on 23 may 2019: gsk case number (B)(4) initially received on 06 mar 2019 was a duplicate of (B)(4). All future correspondence will be submitted to (B)(4).

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
This report # is associated with argus case (B)(4).

Event description:
Tightness in throat [throat tightness], tingling in throat [pharyngeal paresthesia], choking feeling [choking sensation], having serious issues/side effect slowly come on by the third spray [adverse drug reaction]. This case was reported by a consumer and described the occurrence of throat tightness in a patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for product used for unknown indication. Concurrent medical conditions included sulfonamide allergy. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced throat tightness, tingling throat, choking sensation and drug side effect (serious criteria other: serious per reporter). The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the throat tightness, tingling throat, choking sensation and drug side effect were unknown. It was unknown if the reporter considered the throat tightness, tingling throat, choking sensation and drug side effect to be related to biotene moisturizing mouth spray (2013 formulation). Additional details: the consumer advised that absolutely should not be used by anyone with allergy to sulfa drugs as saccharine was a sulfonamide derivative. It can be downright deadly depending on how sensitive of a person. Consumer experienced tightness and tingling in throat and building choking feeling and the side effect slowly came on by the third spray of the day and the consumer was starting to have serious issues.